Event description:
It is reported that the device was implanted in 2007, and that the pt was revised in 2009, to replace the grommets.

Manufacturer narrative:
This report will be amended when our investigation is complete.